Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The reported ¿power¿ complaint was duplicated. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was no power and moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.